Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer does not trust the insulin pump due to excessive no delivery alarms. Customer's blood glucose reading is 4.4 mmol/l. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime test and excessive no delivery test. The device was received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.